Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Alleges pain, cramping in hip, difficulty walking, loss of balance and elevated metal ions. Doi: (B)(6) 2010; dor: (B)(6) 2017; left hip

Manufacturer narrative:
UDI: (B)(4).

Event description:
Pfs alleges elevated metal ions.

Manufacturer narrative:
UDI: (B)(4).